Manufacturer narrative:
G4:22dec2020. B4: 07jan2021. The manufacturer¿s international service technician performed a test run but the reported issue was not duplicated. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported that the ventilator, while in use, had a 'proximal pressure line disconnect' sound and reportedly, the operation sound was quiet. The medical engineer (me) took the device and left the circuit with the replaced device. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The ventilator was replaced with another unit. The local philips representative went to the hospital and could not duplicate the reported issue. The me stated that the device had a mask leak of around 70 liters per minute (lpm). The ventilator diagnostic report was reviewed by the local representative and a "proximal pressure line disconnect' error code was found multiple times.